Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) product type lead product ID 977a260 serial# (B)(6) product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the lead coming off was unknown. No action will be taken, as they do not need it for therapy, they only need one of the leads for therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, lot#: serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 14-jun-2022, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 14-jun-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain indications. The reason for call was pt mentioned "one of their leads came off" maybe 1.5 years ago. Pt was made aware one of their leads came off by mdt rep. (B)(6) about 1.5 years ago. Pt said mdt rep. (B)(6) programmed the spinal cord stimulator(scs) so that they did not need the other lead. Pt said their hcp's medical assistant (B)(6) wanted to get the spinal cord stimulator (scs) replaced because (B)(6) did not understand that mdt rep. (B)(6) had programmed the scs so it would work without the other lead. Patient services specialist (pss) documenting reported event. Rep reported they were unaware of any lead/battery issues and have no record of this. Rep reported the provider has discussed upcoming newer technologies with many of his patients so this may have prompted a discussion about an early battery replacement and lead revision procedure if leads are not in appropriate area for newer programming options. Records they rep did have on file from (B)(6) of last year was that when they spoke with patient she reported she was receiving adequate therapy and declined the need to make further adjustments. As of now, the reason the patient called patient services is now resolved and patient¿s device is charging now that new controller battery has been provided to her.